Event description:
As reported, the patient had an initial right tka on (B)(6) 2019. The patient was revised on (B)(6) 2023 due to the poly recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6, type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 clinical code and component code. H3: the reason for the reported revision cannot be confirmed from the information provided but may be due wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided.